Event description:
It was reported, the customer received a motor error alarm. Customer's blood glucose was 227 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated they were able to complete the rewind sequence on their insulin pump. The customer also reported several weak battery alarms on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
No unexpected motor error alarms, weak battery alarms, blank displays and bad battery alarms noted. Passed displacement test, rewind test, basic occlusion test, motor test, off no power test. The operating currents were in spec. Unable to prime during prime test due to faulty force sensor resistor. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker. Corroded battery cap contacts noted.